Event description:
This is filed to report adverse patient events other than death. It was reported through the pmcf (post-market clinical follow-up) report, that abbott obtained data from the vascular quality initiative (vqi) registry across united states (us). Overall, the data presented through this methodology confirms the safety and performance of rx acculink carotid stent system (css), x.act css, and emboshield nav6 embolic protection system (eps). Adverse patient effects for rx acculink include death, transient ischemic attack, stroke, myocardial infarction, access site complications, re-stenosis, surgery and re-hospitalization.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effects of myocardial infarction, stroke/cva, transient ischemic attack and stenosis are listed in the rx acculink carotid stent system instructions for use as possible adverse events associated with use of these devices. A conclusive cause for the reported myocardial infarction, stroke/cva, transient ischemic attack and stenosis, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated as 03/01/2024. D4 - primary UDI number: the UDI is not known as the part and lot number were not provided. The additional devices referenced in b5 are filed under a separate medwatch report number. The additional patient effect of death listed in the report is captured under a separate medwatch report. Literature attachment: article title "post market clinical follow-up evaluation report carotid stent and embolic protection systems".